Event description:
It was reported the catheter was being placed into the deep vein between the patient's elbow and axilla in the patient's room. During insertion, the wings broke off the peel-away sheath. The clinician was able to peel the sheath and remove the sheath to complete the procedure, however, it made the procedure more difficult and last longer. There was a delay in treatment with no pt harm and no pt death or complications reported.

Manufacturer narrative:
Qn #(B)(4). A sample will not be returned for evaluation.